Event description:
Per the patient's surgeon, the device was explanted due to infection on (B)(6) 2016. It is unknown whether the patient was reimplanted with another device as of the date of this report.